Manufacturer narrative:
Update section d9. Updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was received for evaluation. The report of inaccurate values was not able to be confirmed. The disposable pressure transducer zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the kit. No further evaluation was performed since no defect was identified during the device evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this disposable pressure transducer, the arterial line was showing a mean arterial pressure (map) of 100 mmhg. No alarms or error messages were displayed. Manual blood pressure was done with a very clear 70/40 mmhg with a map equaling 50. Arterial line re zeroed, checked pressure bag, checked cannula for kinks, ensured transducer was in correct place and got a new cable. Still showing a blood pressure with a map of 100. New transducer line primed and connected, showing an accurate blood pressure with a map of approximately 50 mmhg. Blood pressure was treated accordingly. As per customer opinion, the inaccurate value issue resulted in an extended period of patient hypotension which could cause a patient injury, therefore this was reported as an injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
Updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, device code, type of investigation, investigation findings, investigation conclusions). The pressure monitoring set was not received for evaluation. Therefore, no evaluation could be performed since no objective evidence was provided for investigation. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Additionally, it could be verified that there are manufacturing controls in place to prevent this type of malfunction in our manufacturing process as leak, voltage, electrical and capacitance test for all units. As such, based on available information, a definite root cause is unable to be determined at this time.